Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a high blood glucose. Customer's blood glucose was 455 mg/dl earlier today. Customer checked again and it was around 515 mg/dl at 6 pm. Customer checked his blood glucose 20 minutes ago and found it was now 567 mg/dl. Customer has not treated and feels that the issue is his site. Customer has not changed the site yet. Customer was advised to change the site, reservoir, and insulin. Customer did not feel that the insulin pump was the issue and declined troubleshooting.